Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h4, h6, and h11 were updated. It was confirmed that there was a sponge blockage in the scope and biopsy channel. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies detective and preventative verbiage associated with foreign material in "tjf-q190v operation manual chapter 3 preparation and inspection¿ and ¿tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited insufficient or incorrect reprocessing scope was used for next procedure. There were no reports of patient involvement.